Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, worsening of incontinence, bleeding and dyspareunia. It was reported that the patient underwent takedown and removal of sling, transvaginal urethral lysis of sling, urethroplasty and cystourethroscopy on (B)(6) 2012 due to erosion of sling into urethra with stones and urethral stricture disease. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh as implanted. It was reported that the patient underwent repair of incisional hernia with a combination of monocryl and other mesh on (B)(6) 2011 due to incarcerated hernia.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, and mesh was implanted; and on (B)(6) 2013, tutoplast was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).